Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 26-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, morphine, and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that for ¿a while¿ their communicator has not been taking or holding a charge and they would charge it overnight, but their handset would tell them ¿communicator battery low¿. The patient stated the charging port is loose and they have to wiggle it to get it to even take charge and they've tried multiple other cords and outlets. Because of this the patient missed a bolus last night and are starting to feel it. An email was sent to the repair department for a replacement device. No patient injury reported.